Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered a shock. A review of the electrogram (egm) noted noise on the right ventricular (rv) lead as well as a fault code indicating a low out of range shock impedance measurement during the shock delivery. Boston scientific technical services (ts) recommended both the device and lead be removed as therapy cannot be guaranteed. A revision procedure has been planned. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information has been received that this lead was explanted. At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The lead was returned severed 112mm from the terminal pin, three segments were returned, however the conductor coil of the rate sensing portion of the lead was not returned. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. The proximal spring electrode in the damaged area was found to be fractured. A fracture was also found in the distal cable end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead on lead contact coupled with entrapment in the clavicle-first rib region.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.